Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Customer continued to use the pump for insulin therapy.